Event description:
It was reported that the radiofrequency programmer head was "bad". The head was returned for service. It was noted that the head was not needed back. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head was "bad" it failed uplink tests and was unable to interrogate devices. It was noted that it passed testing with a known, good cable and additionally that it needed its label replaced. The head was to be sent on for repair and restock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.